Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was difficult to close after treatment. The transfer set was used for three months. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual sample was received for evaluation. A visual inspection with naked eye noted a broken occluder feet on the main body. Functional testing, including leak testing, clear passage testing and clamp function testing was performed; leak testing revealed a leak through the set due to the broken occluder feet. The reported condition was verified. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.